Event description:
Information received indicates the left siderail with not latch.

Manufacturer narrative:
The technician found the release bar assembly was missing. He replaced the release bar assembly to repair the bed.